Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage on the keypad traces. However, the device had moisture damage on the electronic assembly. The unit was received with minor scratched display window, cracked display window corners, cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The caller reported that the customer went swimming in the lake. The customer's blood glucose was 147 mg/dl. The discontinuation of the insulin pump was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.